Manufacturer narrative:
(B)(4) no iabp parts or recorder strips were returned for evaluation at the teleflex (B)(4). The pump was checked out by the field service engineer. The ECG and ap in all modes and triggers were checked. The reported symptom could not be reproduced. The unit checked ok. A device history record (DHR) review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "triggering difficulty" could not be confirmed. The field service engineer checked the pump and could not reproduce the triggering issues. No parts or recorder strips were returned for evaluation at the teleflex (B)(4). The cause of the reported complaint could not be determined.

Event description:
It was reported that a cath lab health professional (hp) called to report an issue on insertion. The patient had already been transferred to the intensive care unit and supported on the second pump. The hp stated the intra-aortic balloon (iab) was inserted and the pump was pumping fine. They went to standby and when they tried to resume pumping the pump appeared to have trigger problems. The pump was pausing and erratic trigger messages were displayed. The hp stated that they decided to change the pump and the second pump was fine. The clinical support specialist (css) discussed potential trigger issues, ECG lead connections and using ap (arterial pressure) trigger. The hp stated that they would send the pump to biomed for a check prior to putting it back into service. On 25apr2016 biomed called the hotline in reference to the same pump and the report of no triggering from EKG or ap. The css explained that she was the rn on call and would contact the field service representative (fsr) to schedule the on-site maintenance. On 26apr2016 our fsr was told by the biomed that the patient expired. The intra-aortic balloon pump is not being cited as the cause.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that a cath lab health professional (hp) called to report an issue on insertion. The patient had already been transferred to the intensive care unit and supported on the second pump. The hp stated the intra-aortic balloon (iab) was inserted and the pump was pumping fine. They went to standby and when they tried to resume pumping the pump appeared to have trigger problems. The pump was pausing and erratic trigger messages were displayed. The hp stated that they decided to change the pump and the second pump was fine. The clinical support specialist (css) discussed potential trigger issues, ECG lead connections and using ap (arterial pressure) trigger. The hp stated that they would send the pump to biomed for a check prior to putting it back into service. On (B)(6) 2016 biomed called the hotline in reference to the same pump and the report of no triggering from EKG or ap. The css explained that she was the rn on call and would contact the field service representative (fsr) to schedule the on-site maintenance. On (B)(6) 2016 our fsr was told by the biomed that the patient expired. The intra-aortic balloon pump is not being cited as the cause.